Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced new pain and wanted better coverage. As a result, the patient underwent surgical intervention took place wherein the lead was explanted and replaced, addressing the issue. During the procedure. A possible fracture was discovered after the lead was explanted. Therapy was established post operatively, reportedly.